Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was image glimpses/flickering during inspection for use involving an olympus gastrointestinal videoscope. The device was returned to olympus regional repair center for evaluation. The evaluation confirmed the customer reported allegation and found image snowflake. There were no reports of patient involvement.